Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Contacts and connections on the display adapter pcb assembly were strengthened as a precaution. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.